Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that there was possible atrial undersensing with the atrial lead. The atrial sensing was adjusted and the atrial lead remains in use. No patient complications have been reported as a result of this event.